Manufacturer narrative:
Event date was (B)(6) 2018. Eight samples were received in opened packaging with the foil peeled. The sponges were found fully separated from the cap. The reported issue was verified. The cause was due to mishandling during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponge was fully separated from each of eight (8) minicaps. This was found before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.